Manufacturer narrative:
October 28, 2015 03:31 pm (gmt-4:00) added by (B)(6): our field service engineer (fse) inspected the ventilator on-site, downloaded the log files and replaced the expiratory valve coil and expiratory channel connector printed circuit board (pcb) which both had pinched cables. The ventilator was successfully tested and returned to service. The customer retained the replaced parts. Evaluation of the log files confirmed the reported problem with the failed pre-use check, however it has not been determined when or how the cables got pinched. The replaced parts were not received back for investigation but the conclusion is that the cause to the reported problem was the pinched cables.

Event description:
It was reported that the ventilator failed the pressure transducer test, safety valve test and o2 sensor test during pre-use check. There was no patient involvement. (B)(4).